Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 09/01/2009, 09/09/2009, and 09/11/2009 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to FDA on: 09/18/2009.

Event description:
A surgeon reported a patient with decreased near vision following intraocular lens (iol) implant surgery. The surgeon noted that the patient can read at twenty two inches. Additional information has been requested.